Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the air detection alarm was off on the safety tab on central control monitor; however a "check sensor" alert was showing on the display with tubing inserted into sensor. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.